Manufacturer narrative:
The bec field service engineer (fse) initially went on site on (B)(4) 2013 and found the latron barely passing and optimized the multi-transducer module (mtm) according to procedure and adjusted the mtm flexures to attempt to fix the issue. The fse also replaced the differential mixing chamber and air mix temperature control (amtc) differential line check valve. Replacements of those parts did not correct the issue, and the fse ordered a new flow cell, flexure kit and mals sensor for replacement in another visit. On (B)(4) 2013 the fse returned to the site as scheduled and replaced the flow cell assembly, the front and rear flexures, and the mals sensor which did not resolve the reported problem. On (B)(4) 2013 a leak was discovered from a popped off port # 5 flow cell tubing, which sprayed diluent and cleaner inside the flow cell and onto the mals sensor, damaging the sensor. This leak was not obvious to the fse during initial repairs which had damaged critical components. The mals sensor was replaced. Replacement of the instrument parts ultimately resolved the latron cp-x qc failure as well as the coulter 6c failures. Failure mode is related to a defective mals sensor; however, the latron controls were out and the monocytes low on 6c level 2 and 3 controls alerting the operator of an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting having latron cp-x quality control (qc) failing qc and al2 parameter drifting high on the unicel dxh 800 coulter cellular analysis system. The customer also stated that their monocyte parameter failed qc out low for level 2 and 3 using coulter 6c qc material. During service, it was discovered that a leak was observed from a popped off port #5 flow cell tubing, which sprayed diluent and cleaner inside the flow cell and onto the mals sensor, which damaged the sensor. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.